Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. It failed leak testing and visual inspection due to the observance of a broken membrane and dielectric breakdown on the tip. No functional testing could be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a spark occurred at rep 371 during a thermage treatment. It was reported there was a burning smell and a flash was seen. A burn mark was seen on the radio frequency trace of the tip. There was only one error displayed during the treatment. The practitioner changed the tip and proceeded with the treatment, there was no patient injury.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. No patient injury was noticed during treatment. Investigation found glowing or sparking from tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.